Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call beep anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump had beep anomaly when they adjusted the volume from 1 to 5 there was no difference and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.